Manufacturer narrative:
The affected product has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed. Concomitant product: non-carefusion syringe adapter; 10 ml ns syringe, therapy date unk.

Event description:
The customer reported the burette was empty before the infusion should have been completed in the ICU. When the door was opened, fluid was found to be inside the door of the device; it appears the set leaked at the silicone segment. There are no further details available regarding this event. No harm to the patient was reported.

Manufacturer narrative:
The customer¿s report of a leak was not confirmed. Visual inspection of the set noted no damage or any issues. Functional and pressure testing was performed; no leaking was observed. The root cause of the customer¿s report of a leak was not identified.